Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin was not observed to be dripping out of the tubing. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 183 mg/dl.